Event description:
The customer reported that the system would not come up, thus would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and flashed the nodes on the workstation and generator and reloaded the calibration files. The system operates as intended.